Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was in diabetic ketoacidosis since he has been using the same reservoir for five days. The patient's blood glucose was at 260 mg/dl for 48 hours. The customer stated that he was having issues with his entire box of reservoirs and when he requested new ones his insurance would not pay for them. The customer was then informed of the replacement policy of which he was not previously aware. No further details were given since the customer had to go back to work; he confirmed that he will call back.